Manufacturer narrative:
Conclusion: the exact cause of the defects cannot be conclusively determined. Probable reasons could be: -the age of the instrument, -sterilizing the instrument repeatedly when an insert was attached to the handle, using improper chemicals for cleaning and sterilization, - to0 high temperatures during cleaning and sterilization, - impairments by dropping the instrument or any impacts during usage, cleaning and sterilization. Based on our detailed evaluation, we can exclude that a materal defect, a defect in design or a defect in manufacturing caused or contributed to this incident. Thus, we feel that no corrective action has been taken on our part.